Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, a blue piece was found in the cavity and was retrieved. Since it looked like part of the trocar seal, a new device was opened to complete the procedure. There was no bleeding reported in excess of 500 cc. There was no tissue damage. The surgery time wa snot extended by more than 30 minutes. There was no pt harm.